Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission reveal non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the patient's implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.